Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted to the lad. An angiographic complication of dissection occurred after placement of the stents in the lad.

Manufacturer narrative:
(B)(4).